Manufacturer narrative:
E1 - initial reporter and event site postal code - (B)(6). The serial number for the medical device referred to in this medical device report has not been received. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that sensation plus 50cc balloon catheter would not fully inflate and gave a catheter restriction alarm. No harm to the patient was reported.